Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: a2, a4, a5, a6, b6, b7, d8, h2, h3, h6, and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical factors. Based on the results of the investigation, the customer¿s allegation was reproduced, a root cause could not be identified. It is likely the following led to the malfunction: electrical factors led to the abnormality of no images. Regarding the newly identified malfunctions, for it is likely the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information provided by the costumer: there were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject devices endoscopic image was not displayed. The event occurred during set up, before patient in room. There were no reports of patient harm.